Manufacturer narrative:
The investigation for the reported aic - controller error (yellow alarm) has been completed. The product was returned and the aic - controller error (yellow alarm) was confirmed. The cause of the issue was not determined since the failure was unable to be reproduced throughout testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, automated impella controller (aic) alarmed for an error. The pump and aic remained on for support awaiting care escalation. Controller was replaced. There was no harm or injury noted to the patient.